Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that the right ventricle (rv) lead was explanted to perform a pocket revision procedure due to an unknown cause. The lead was then re-implanted. No additional adverse patient effects were reported.